Manufacturer narrative:
According to the investigation performed, it was confirmed that blood to htf leakage is generated by holes present in the hx55 metal sheet. By combing the results of the investigation, it is possible to state that given the inherent complexity and timescale of the spontaneous corrosion mechanism, hole formation within the timeframe reported by the customer (minutes to hours) would only be plausible in the presence of external accelerating factors that cannot be predictable a priori. Nevertheless, considering the following: - for what concern the potential impact on patient safety, even with the holes present in the metal sheet, under worst-case conditions, flow occurs from blood to htf, ensuring that no htf can enter the blood compartment. This is due to the quantum heater-cooler machine design: htf is drawn out of the heat exchanger, so the pressure inside the htf compartment is always negative, while the blood compartment is always under positive pressure. As a result, the pressure differential across the metal sheet guarantees that only blood can enter the htf compartment, not vice versa. This represents a safety mechanism acting to protect the patient in case of metal sheet loss of integrity. - the instructions for use clearly indicate that the priming procedure must be completed shortly before device use, since prolonged contact with the priming solution may compromise the device's integrity and performance - the malfunctioning of the metal sheet is already considered as potential hazard in the heat exchanger product risk analysis with a benefit-risk ratio still acceptable after implementation of all risk control measures - the actual incidence rate of this kind of issue is currently < 0,1% (0,019%) compared to the estimated value in the risk analysis (<1%) considering the units sold worldwide. For these reasons, no further actions are deemed required.

Event description:
Nothing unusual was noted during frosty systemic and cpg hx priming. Pt went on cpb ~0930 and cooled to 32 degrees c. At ~1315, perfusionist noticed the hx55w-s0 color change from glycol blue to dark purple while still at 32 degrees c. No volume or color changes were noted in the patient's reservoir. Frosty cpg and systemic hoses were deprimed and removed from respective hx's. The faulty systemic hx and frosty used were replaced with new units for the remainder of the case with no further notable events. Perfusionist estimated from time of identification to replacement to be ~15 mins.

Event description:
Nothing unusual was noted during frosty systemic and cpg hx priming. Pt went on cpb 0930 and cooled to 32 degrees c. At 1315, perfusionist noticed the hx55w-s0 color change from glycol blue to dark purple while still at 32 degrees c. No volume or color changes were noted in the patient's reservoir. Frosty cpg and systemic hoses were deprimed and removed from respective hx's. The faulty systemic hx and frosty used were replaced with new units for the remainder of the case with no further notable events. Perfusionist estimated from time of identification to replacement to be 15 mins.

Manufacturer narrative:
Investigation activities are still ongoing in order to define the root cause of the claimed issue. Additional information will be discussed in a subsequent follow-up communication.

Manufacturer narrative:
Preliminary findings available in current follow-up 002 report: visual inspection and defect identification: two symmetrical holes were found in the central area of the device where the knurled pattern changes direction. Scanning electron microscopy (sem): sem imaging was used to characterize the dimensions of the holes and to obtain details of the metal sheet surface near the holes. Fluid test results: testing confirmed that even with the holes present, under worst-case conditions, flow occurs from blood to htf, ensuring that no htf can enter the blood compartment. This is due to the frosty design: htf is drawn out of the heat exchanger, so the pressure inside the htf compartment is always negative, while the blood compartment is always under positive pressure. As a result, the pressure differential across the metal sheet guarantees that only blood can enter the htf compartment, not vice versa. Further testing is ongoing to gather more details that will help identify the root cause of the problem. These tests include: analysis of metal sheets performed by an external lab; study of current/voltage versus hole formation. A final and complete report will be released when all the results will be available.

Event description:
Nothing unusual was noted during frosty systemic and cpg hx priming. Pt went on cpb 0930 and cooled to 32 degrees c. At 1315, perfusionist noticed the hx55w-s0 color change from glycol blue to dark purple while still at 32 degrees c. No volume or color changes were noted in the patient's reservoir. Frosty cpg and systemic hoses were deprimed and removed from respective hx's. The faulty systemic hx and frosty used were replaced with new units for the remainder of the case with no further notable events. Perfusionist estimated from time of identification to replacement to be 15 minutes.

Event description:
Nothing unusual was noted during frosty systemic and cpg hx priming. Pt went on cpb ~0930 and cooled to 32 degrees c. At ~1315, perfusionist noticed the hx55w-s0 color change from glycol blue to dark purple while still at 32 degrees c. No volume or color changes were noted in the patient's reservoir. Frosty cpg and systemic hoses were deprimed and removed from respective hx's. The faulty systemic hx and frosty used were replaced with new units for the remainder of the case with no further notable events. Perfusionist estimated from time of identification to replacement to be ~15 mins.

Manufacturer narrative:
Preliminary analysis performed revealed a combination of two holes or one hole and one defect, in a symmetrical position and in an area where the knurled pattern angle changes. After preliminary analysis, the root cause of the problem has not yet been identified. Additional tests are ongoing. Considering the potential impact on the safety of the patient, fluidic testing confirmed that in case of unwanted loss of metal sheet integrity and under worst-case conditions, flow occurs from blood to htf, ensuring that no ntf can enter the blood compartment. Additional information will be discussed in a follow-up report.

Event description:
Nothing unusual was noted during frosty systemic and cpg hx priming. Pt went on cpb ~0930 and cooled to 32 degrees c. At ~1315, perfusionist noticed the hx55w-s0 color change from glycol blue to dark purple while still at 32 degrees c. No volume or color changes were noted in the patient's reservoir. Frosty cpg and systemic hoses were deprimed and removed from respective hx's. The faulty systemic hx and frosty used were replaced with new units for the remainder of the case with no further notable events. Perfusionist estimated from time of identification to replacement to be ~15 mins.

Manufacturer narrative:
Additional information related to the event will be available after completion of investigation activities, which would be addressed in a follow-up report.